Event description:
It was reported that the patient has been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose level rose to 22 mmol/l (396 mg/dl) and ketone present while wearing the pod between 5 and 24 hours. The patient also experienced dehydration. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) and when removed the cannula appeared bent. The patient was placed on an intravenous therapy of fluids and was given antibiotics when being discharged. The patient was discharged after 3 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.